Event description:
It was reported that a patient presented with an implantable pulse generator (ipg) that had tripped elective replacement indicator (eri) and complained of syncope. The ipg was functioning normal at eri parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed but no issue was identified that required full analysis. The device was implanted approximately 83 months longer than the expected longevity. (B)(4).